Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion. The patient reportedly experienced significant weight loss and suspenders eroded pocket. No additional adverse patient effects were reported. The pacemaker was explanted.